Event description:
In 2008, the sales representative reported that during a kit inspection it was noticed that the drivers were bent. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Did not occur in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain product. Evaluation is pending upon the return of the product.